Event description:
Original complaint: item bending. In 2002, allegiance rec'd a lawsuit in which the plaintiff, alleges harm to self and their infant as a result of the instrument failing. After much research, co was able to associate the litigation with this complaint.